Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose was 137mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was sticking out and protruded. The customer mentioned that the device was exposed to a high magnetic field while staying in the room with the technicians. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.